Manufacturer narrative:
No conclusion can be drawn.

Event description:
An optometrist contacted our firm to report a pt developed an infectious, central corneal ulcer. The ecp said the pt had been swimming while wearing contact lenses for 2 days. The pt experienced irritation od for 2 days before parent sought treatment in an ER. During the first ER visit on 4 am sunday, 2007, the pt was treated for a corneal scratch od with gentamicin eye drops and the eye was patched. The patient returned to the ER 6pm on the same day and was diagnosed with a corneal ulcer od and given vigamox. On monday, the following day, the pt saw an optometrist and was referred to an ophthalmologist who noted the pt had a 5 mm central necrotic, corneal ulcer with a small hypopyon. The va was hand motion. The ophthalmologist (ecp) cultured the lesion and treated with fortified vancomycin and ciloxan q 30 minutes. The ecp noted the pt discarded the lenses and cleaned the lens case. The pt returned for follow-up daily. There was daily improvement. On the next day, the ecp noted trace flare and no cells in the anterior chamber. One day later, the pt was found to have a 2.8 mm ulcer surrounded by a 5 mm infiltrate with 50 to 60% thinning of the cornea. The following day, pseudomonas was cultured from the corneal. The hypopyon resolved. The pt continued with the same medications and pred forte was added tid. The fortified vancomycin was discontinued the next day. Pt's va ph 20/100. The pt's last visit was seventeen days later. Va was 20/200. The pt had no pain, foreign body sensation or photophobia. The anterior chamber was deep and quiet. The pt is continuing to take topical steroids in an attempt to minimize the density of the scar. The ecp noted the scarring will be considerable and the patient will require corneal transplantation to regain useful visual function. No additional information is available at this time. Additional information will be sent to the FDA within 60 days of receipt.